Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that when telemetry was performed before unpacking the product, the rating voltage was 3.09v which was lower than usual. Implantation was performed using another product whose rated voltage was normal. The issue was considered resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.